Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received twenty-two appropriate treatments. The device was started up at 09:06:10 on (B)(6) 2024. At 00:14:07 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 00:14:48, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and motion artifact for 26 seconds transitioning to sinus bradycardia @ 15 bpm with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 00:17:01, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs/nsvt degrading to vf with motion artifact. At 00:18:08, the patient received the second appropriate treatment. Rhythm at time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 00:20:54, an arrhythmia was detected. ECG shows vf with motion artifact. At 00:21:28, the patient received the third appropriate treatment. Rhythm at time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact. At 00:22:47, an arrhythmia was detected. ECG shows vf. At 00:23:41, the patient received the fourth appropriate treatment. Rhythm at time of treatment was fine vf. Post shock rhythm was sinus bradycardia @ 30 bpm with motion artifact. At 00:26:31, an arrhythmia was detected. ECG shows vf. At 00:27:04, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm. At 00:34:57, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 00:35:50, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm. At 00:38:13, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 00:39:25, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole for 7 seconds transitioning to sinus bradycardia @ 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 00:43:00, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with nsvt and motion artifact. At 00:43:38, the patient received the eighth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs and motion artifact. At 00:45:15, an arrhythmia was detected. ECG shows vt @ 250 bpm. At 00:45:52, the patient received the ninth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm with pvcs. At 00:47:25, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 00:48:26, the patient received the tenth appropriate treatment. Rhythm at time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm. At 00:52:00, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 00:52:58, the patient received the eleventh appropriate treatment. Rhythm at time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 40 bpm. At 00:55:39, an arrhythmia was detected. ECG shows vt @ 210 bpm with escape beat. At 00:56:36, the patient received the twelfth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm. At 01:00:06, an arrhythmia was detected. ECG shows vf. At 01:00:40, the patient received the thirteenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm. At 01:05:23, an arrhythmia was detected. ECG shows vt @ 220 bpm with an escape beat. At 01:06:32, the patient received the fourteenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm. At 01:12:20, an arrhythmia was detected. ECG shows vt @ 240 bpm. At 01:13:19, the patient received the fifteenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm. At 01:22:22, an arrhythmia was detected. ECG shows vt @ 220 bpm. At 01:22:55, the patient received the sixteenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs and motion artifact. At 01:25:11, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 01:26:24, the patient received the seventeenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm. At 01:30:21, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 01:31:17, the patient received the eighteenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm. At 01:34:34, an arrhythmia was detected. ECG shows vf. At 01:35:08, the patient received the nineteenth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm. At 01:37:11, an arrhythmia was detected. ECG shows vf. At 01:37:57, the patient received the twentieth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm. At 01:41:20, an arrhythmia was detected. ECG shows vf. At 01:41:54, the patient received the twenty-first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs and motion artifact. At 01:46:58, an arrhythmia was detected. ECG shows vf. At 01:47:43, the patient received the twenty-second appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm. The device was shut down at 02:07:03 on (B)(6) 2024.